Event description:
During the device evaluation, a foreign material was found in the colonovideoscope's nozzle. There was no patient involved.

Manufacturer narrative:
Based on the results of the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.